Event description:
It was reported that when the device was used during a pneumonectomy, the device fired an incomplete staple line with the third reload. It was not reported how the procedure was completed. There was no patient consequence.